Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to be broken at the distal end. The broken piece was approximately 0.15 x 0.08 in size, and it was not returned with instrument. The sleeve was still intact with the shaft of the spatula. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the tip of the permanent cautery spatula instrument fell into the patient. The fragment was retrieved during the same procedure, which was completed robotically.